Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through three (3) clearlink system extension sets. The sets were unable to be flushed. This event occurred during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
N the photograph. A device analysis could not be completed on the other two (2) devices. Should additional relevant information become available, a supplemental report will be submitted.